Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the doctor and was diagnosed with a infection on the arm. For treatment, the patient was prescribed a unknown medication. The pod was removed and noticed that there was a bump that the patient popped and pus discharged from the site.